Event description:
Information has been received from a physician and from medical records regarding a 44 year old male patient who received three synvisc injections (10-aug-98, 17-aug-98 and 26-aug-98) in the right knee for the treatment of the pain of degenerative arthritis. No effusion was observed prior to injections. Pain post second injection was rated at 1 out of 10 and at 3 to 4 out of 10 after the third injection. The morning following the third injection, the patient awoke with some swelling in the right knee which progressed. Forty-eight hours after the injection the patient had increased swelling and pain in the right knee and a fever of 100 degrees fahrenheit. He was examined by his physician and an arthrocentesis was performed. The patient was placed on crutches and given a knee immobilizer. That same evening due to persistent pain and swelling the patient was evaluated in the emergency room and the knee was re-aspirated; he was started on keflex (cephalexin hydrochloride). Day three (29-aug-98), following the injection, the patient was again evalulated by his physician for complaints of pain, swelling and fever. All lab studies were negative for an infection at that time. On 31-aug-98, five days post third injection the patient was re-evaluated by his physician for continuing complaints. Another arthrocentesis was performed and 60 cc's of brown tinged "rather thin fluid" with no apparent pus was obtained. The patient was afebrile in the physician's office. His knee motion was limited due to pain and the knee was noted to have slight warmth. There was no lynphadenitis or lymphadenopathy found. Lab studies were as follows: systemic white blood cell count was 7700; sedimentation rate was normal; synovial fluid white cells 6600 and synovial glucose level was 73. One culture (done 28-aug-98) was positive for staphylococcus aureus. The patient was hospitalized on 8-31-98 with a diagnosis of septic knee. Treatment included an arthroscopic lavage and debridement (with placement of hemovac drain), unspecified antibiotics and percocet (acetaminophen and oxycodone hcl) for pain. Arthroscopic examination revealed severe degenerative arthritis in the lateral compartment as well as a lateral meniscus tear which was debrided. The patient was discharged on 9-1-98 on 2 grams of intravenous cefazolin, percocet as needed and with continuous passive motion machine to use at night and when sitting. On 4-sept-98 the patient presented to the emergency room with general malaise and a mild headache (for past 2 days). The patient also complained of slight discomfort in his lower chest and a moderate amount of right knee pain. The knee appear "clinically improved". The patient's percocet was discontinued and he was prescribed lortab (acetaminophen/hydrocodone bitartrate) for pain.